Event description:
It was reported that on (B)(6) 2024, a 6mm amplatzer vascular plug ii was chosen for implant using a non-abbott 6f delivery sheath. The patient did not have tortuous anatomy. The plug was difficult to advance into the delivery sheath. The sheath was advanced to the desired deployment site. When the sheath was pulled back to deploy the plug, it was discovered that the plug was not attached to the delivery cable. Under fluoroscopy, it was determined that the plug was lodged in the proximal end of the sheath. The system was removed from the patient. Upon removal, the sheath was replaced, and cannulation was once again obtained. The device was replaced with coils, and the procedure was successfully completed. There was a clinically significant delay in procedure of approximately one hour as multiple sheaths were exchanged in order to deliver the plug. The patient remained hemodynamically stable throughout the procedure and did not experience any adverse events during or after the procedure. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficult to advance (advancement difficulty through delivery system) was and premature separation was reported. The plug was not returned and the delivery system was returned to the lab for analysis. The delivery cable was examined and the end screw was within specification. A test plug was attached to the returned delivery cable, loaded into the returned loader, advanced through the returned system, deployed and retracted without issues. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the cause for the reported difficult to advance and premature separation could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.